Event description:
Patient reported back to back readings obtained on patient's ss meter using different finger sticks were 160 and 230 mg/dl (36% difference). No symptoms were reported. Control solution test reading was in range. Lfs representative reviewed cleaning and blood sample application procedures. The meter was replaced. No harm was alleged.